Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set with clearlink in which the customer "could not gravity prime set pass the non return valve, no fluid could get past." The process step was during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: this report addresses one of three samples that were not sent in for evaluation out of the five quantities reported. Two companion samples were available at the plant for evaluation. Visual inspection revealed no non-conformities. Both sets were primed and tested for flow with a viaflo bag. The sets primed normally and no blockages were observed. One retention sample was primed and tested for flow with a viaflo bag. The set primed normally and no blockages were observed. The root cause of the reported condition is not identified. No repairs were made as this is a single use only device. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.